Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 37 bd syringe 0.3ml 31ga 6mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : a consumer reported about excessive silicon oil coming out of the syringe barrels.

Manufacturer narrative:
H6: investigation summary: customer returned images of a 0.3ml, 31 gauge, 6mm syringe from lot 0189393. There is a translucent bead of liquid that has solidified at the tip. This material may be the adhesive meant to hold the needle in place. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of foreign matter on the syringe¿s needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 37 bd syringe 0.3ml 31ga 6mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : a consumer reported about excessive silicon oil coming out of the syringe barrels.